Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) 2020. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured during filling. The set was filled with 5-fluoruracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added: the device was manufactured from october 15, 2019 - october 16, 2019. The actual device was received for evaluation. A visual inspection was performed using the naked eye which found the bladder had been ruptured. The ruptured bladder was microscopically examined for signs of abnormality that may have potentially caused the rupture. As a result, no signs of abnormality were found. The reported condition was verified. The exact cause of the condition could not be determined, however, the most probable cause of the rupture was determined to be due to a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.